Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: atrial septal defect occlusion device closure of ascending aortic pseudoaneurysm: can percutaneous treatment become the solution?

Event description:
The article, "atrial septal defect occlusion device closure of ascending aortic pseudoaneurysm can percutaneous treatment become the solution?", was reviewed. The article presented a case study of a 53-year-old male patient with hypertension and smoking history. It was reported that on an unknown date, a 15mm amplatzer septal occluder was chosen for off label implant to treat an ascending aorta pseudoaneurysm (aap). Fluoroscopic guidance measured the neck of the aap at 14mm. The device was successfully deployed. Angiography with pigtail catheter revealed persistence of mild residual leak. It was noted two days post-procedurally, the symptoms disappeared but a computed tomography angiography (cta) still demonstrated a slight communication between the ascending aorta lumen and the pseudoaneurysm with a neck of 10mm. Four months later, the patient developed chest pain and hoarseness and cta documented pseudoaneurysm growth and a decision was made to implant a thoracic endoprosthesis. At three-year follow-up, the patient was reported clinically well without relapses. [The primary and corresponding author was andré filipe oliveira cabrita, cardiology department, uls são joão, rua do picoto no 284 4o trás, 4780-521, santo tirso, portugal, with corresponding e-mail: afocabrita@gmail.com].

Manufacturer narrative:
As reported in a research article, atrial septal defect occlusion device closure of ascending aortic pseudoaneurysm can percutaneous treatment become the solution. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note, per the amplatzer septal occluder - instructions for use, "the amplatzer¿ septal occluder is a percutaneous, transcatheter atrial septal defect closure device intended for the occlusion of atrial septal defects (asds) in secundum position or patients who have undergone a fenestrated fontan procedure and who now require closure of the fenestration. As this event was non contemporaneously reported through a literature review article, no letter is necessary d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: atrial septal defect occlusion device closure of ascending aortic pseudoaneurysm: can percutaneous treatment become the solution?